Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive after the device was cracked, and a replacement was arranged with instructions to shut down the device and return it. Symptoms included thirst and fatigue associated with hyperglycemia, with a reported highest glucose of 290 mg/dl and out-of-range duration of approximately four hours. Outcomes included non-serious impact managed outside a healthcare facility, with insulin injections used for correction and assistance from friends. Investigation included device replacement logistics and request for return of the original unit for assessment. Investigation of this case revealed a hardware failure of the user interface/display consistent with a cracked screen that prevented touch input and alerts. It was concluded, based on previously established findings for similar reports, that the cause was physical damage leading to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.